Event description:
It was reported that a patient in the psych unit took the hooks of the IV pole and cut open their wrists. This caused large gashes, 4 inches long on the patient's wrist. The customer's risk team would not disclose any additional information about patient treatment. The customer is not alleging a device malfunction in regard to this event.

Manufacturer narrative:
It was reported that the patient was high on meth and continuously tried cutting their wrist on the IV pole despite the IV pole being zip-tied into place. It was reported that the IV poles have now been removed from all units in the psych unit. It was reported that the customer is unsure of which unit the incident happened on because the stretchers are rotated through both ed unit and the psych unit, so the customer could not track which type of stretcher this incident occurred on or the serial number.

Event description:
It was reported that a patient in the psych unit took the hooks of the IV pole and cut open their wrists. This caused large gashes, 4 inches long on the patient's wrist. The customer's risk team would not disclose any additional information about patient treatment. The customer is not alleging a device malfunction in regard to this event.